Manufacturer narrative:
The reported event of a leak could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. Non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case a smaller valve was successfully implanted and it was noted that the sizing was a little large, which could explain the observed intra-operative valvular dysfunction. In addition temporary distortion of the stent, due to external forces following aortic closure, where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 29mm epic stented porcine heart valve w/flexfit system was selected for implant. During the implant procedure, the sizing was a little large, but was seated without too much difficulty. The valve competence was checked intraoperatively and showed a small moderate leak, but appeared to close, so the patient was removed off of bypass. On echo moderate eccentric central leak across the valve observed and what appeared to be one leaflet that was constrained and not opening completely. The patient was placed back on bypass and had the valve removed and replaced with a 27mm epic stented porcine heart valve w/flexfit system. The second implant went smoothly and the post op echo was perfect with no leak observed. The patient remained hemodynamically stable throughout, but the procedure was extended due to the device replacement. The patient is doing well and is recovering. The cause of the leak isn't clear but the physician speculates that the valve may have been slightly oversized and the calcium on the annulus may have caused some valve deformity which could have created the leak. No additional information was provided.